Manufacturer narrative:
(B)(4). Batch # p56y1a. Investigation summary: the analysis results showed that one gst60b reload was received fully fired, with the pan detached from the cartridge. While no conclusion could be reached on what caused the pan to dislodge. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: when the reload came out of the jaw of the powered echelon 60 in pieces, did this happen when removing the reload from the jaw (at the back table/outside of the patient)? Yes by removing reload from stapler so outside patient . Did retrieval alter the procedure in any way? Yes. How was the procedure completed? By another stapler with new reloads. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. What was the product code of the stapler (plee60a, pse60a, ec60a, etc.)? Psee60a.

Event description:
It was reported that during a bariatrics procedure, reload came out of the jaw of the device in pieces.